Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient has developed z syndrome post lens implant in the left eye. A yag was performed and the patient has a follow up appointment. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7556716) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.